Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death, hypotension, and perforation are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, it was reported the 3.0x23 xience alpine stent was implanted in a saphenous vein graft (svg). It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU)states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster 2.8x16 and rx graftmaster 3.5x16 referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during the procedure, a 3.0x23 xience alpine stent was implanted in a 100% occluded mid saphenous vein graft (svg) to the posterior descending coronary artery (pda), resulting in a free perforation with extravasation. The patient became pulseless (cardiac arrest) and hypotensive, and the advanced cardiac life support protocol was initiated. Balloon tamponade was performed at the site, followed by attempts to cross to the perforation with a 3.5x16 rx graftmaster covered stent, then a 2.8x16 rx graftmaster covered stent, but each stent failed to cross. It was then noted that a diagnostic catheter, and not a guiding catheter, had inadvertently been used during both crossing attempts. The diagnostic catheter was replaced with a guiding catheter then an unspecified 3.5x20 balloon was advanced and inflated at the perforation site. While it was reported that use of the graftmaster devices did not cause or contribute to complications or adverse events, the patient was transferred to intensive care unit and expired the same day for an unspecified reason. No additional information was provided.